Manufacturer narrative:
Additional narrative: patient identifier: (B)(6). 510k: this report is for an unknown reamer/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the surgeon was using ria 2 to collect bone. All steps had been followed per technique guide. Canal was measured at 10mm. 1.5mm was added to the measurement as described in technique guide and started with an 11.5 reamer head. Upon reaming for bone the reamer did not advance much beyond the lesser torch. It was decided to move down to a smaller size. When extracting, the reamer the head had disengaged from the shaft and it was noticed that there were metal fragments on xray in the canal. The ball tip guide was removed, and the metal fragments were extracted with a pituitary ronguer. Fragments removed easily without additional intervention. There was a fifteen (15) minute surgical delay. The procedure was successfully completed. No patient consequences. Concomitant device reported: screwdrivers: shafts (part number unknown, lot unknown, quantity unknown), 11.5mm reamer head for ria 2 sterile (part number 03.404.019s, lot unknown, quantity 1). This report involves one (1) unknown reamer. This is report 2 of 2 for (B)(4).